Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that machine wasn¿t switching on. Upon troubleshooting fse observed that system was not turning on and hard disk was failed and found faulty hard disk. To resolve this issue, fse replaced the hard disk of the host pc and reloaded the ghost image of the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.